Manufacturer narrative:
The customer called an olympus technical assistance representative for troubleshooting. During the call, the customer advised that the ambu video system had a composite video signal but that an sdi cable was used. The customer stated that they would use a composite video cable to connect the ambu video system to the compliant device and no further support was needed. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported there was no image on the picture-in-picture (pip) screen when connecting the ambu video system to the evis exera iii video system center. This event occurred during the set up of the equipment. The customer reported there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the legal manufacturer's investigation, the phenomenon (no image on the pip) was caused because the output signal of the ambu video system was a composite video signal, and the sdi cable was used, resulting in no image appearing. A review of the instruction manual identifies the following verbiage, which may have prevented the phenomenon: "connect an external device properly".